Event description:
It was reported that pump displayed cartridge change error when customer attempted to use it. There was no adverse impact to the customer's blood glucose level. Customer reloaded cartridge, which then loaded successfully, resumed insulin deliveries, and no further action was required.